Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the wrist of the instrument to be cut off at the proximal clevis. Both the proximal clevis and the main tube interface wall were returned with missing pieces. The proximal clevis is missing roughly 3/4 of the section that surrounds the main tube interface wall. The likely failure mode is a break at the proximal clevis to main tube interface. The clevis became dislodged from the tube as a result of breakage and the wrist was likely cut off to aid in removal of instrument from cannula, but without any additional information from the site this cannot be concluded any further. No other damage found.

Event description:
It was reported that during a da vinci s hysterectomy procedure and while the physician was grasping the uterus, the tip of the tenaculum forceps instrument broke, resulting in pieces falling into the patient. The pieces were retrieved and the planned surgical procedure was completed with an instrument of the same type. No patient harm, adverse outcome or injury was reported.